Event description:
Reporter indicated that a pt underwent revision surgery to address a lead discontinuity. The physician indicated that there were no reports of pt manipulation or trauma that could have caused the event. No diagnostics were provided. A copy of an x-ray report was provided and no anomalies were documented. The pt's lead and generator were replaced and returned to the manufacturer for analysis; however, device evaluation has not been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.